Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jun-04. Factors that may have contributed to the infection included the patient was on long term oral antibiotics for recurrent uti¿s. The pocket was filled with grossly purulent fluid. Cultures were sent but did not grow and organisms. Treated with vanc, cefepine, plagyl, and diflucan. It was stated that the product is not available to be returned. The patient¿s weight was also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who had been receiving baclofen via an implantable pump for movement disorders. The patient could not remember the dose and concentration of baclofen but said that they remember the dose/concentration was low, at the lowest dose around 12 or 14 micrograms per day. It was reported the patient experienced an infection in their pump pocket around their first pump so the device had to be removed and replaced with the patient's current pump. No specific symptoms were reported. It was reported this occurred on (B)(6) 2018. The infection had resolved. No further complications were reported or anticipated.